Event description:
During an event history log review of a homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2013 at 08:53:29. During drain cycle three, the home patient (hp) drained 5337ml. The programmed fill volume was 3000ml. No further information was available.

Manufacturer narrative:
(B)(4).this complaint is an ancillary service event. The reported difficulty of an increase intra-peritoneal volume (iipv) event was identified through an event history log review. The cause was determined to be an excessive drain/unexpected high ultrafiltration. Should additional relevant information become available, a supplemental report will be submitted.